Manufacturer narrative:
Corrected data: reporter first name from (B)(6). Reporting institution name from (B)(6). Reporting address line 1 from (B)(6). Reporting address city from (B)(6). Reporting address postal from blank to (B)(6). Reporting address line 2 from (B)(6). Reporting address state from (B)(6).

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; nausea / vomiting; inflammatory response; kidney disease/toxicity; liver disease/toxicity and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.